Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that while the patient was sleeping, the infusion set's tubing had detached close to the site location. Further, the patient noticed it when she woke up, and it was the second set from the box but the first one worked fine. She had a set change and it was going well. The site location was her left leg and the pump was located on the same side, clipped on the pocket. Moreover, the infusion had been used for two days. Reportedly, the infusions were stored in a box in the bedroom (no extreme temperatures). There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.